Event description:
It was reported that 0.2 mls were aspirated from the pump reservoir; the expected volume was 5.2 mls after a 20 ml refill. The volume discrepancy had occurred once before (date and volumes not reported). No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.